Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section h6: codes corrected.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Event description:
It was reported the patient was experiencing ineffective therapy and was unable to adjust therapy strength. A lead diagnosis was performed and revealed high impedances across the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of "strength was decreased. The generator could not deliver the desired strength." Was reported to abbott. The patient was experiencing ineffective therapy and was unable to adjust therapy strength. A lead diagnosis was performed and revealed high impedances across the lead. As a result, the lead was replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.